Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station time was incorrect. Ed pyxis machine show 50 min ahead. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit time was incorrect. A field service engineer (fse) received the case from the queue, followed the knowledge article device time is incorrect and how to adjust station ntp server settings, and updated the system time accordingly. The tss contacted the user to reconfirm that the fix had been applied and verified that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.